Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken conductor wire. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on the hook and current flow was not detected. There was no obvious damage to the conductor wire(s). The probable root cause of the damaged conductor wire is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. Additionally, conductor wire management issues can result in damage to the wire itself, crimp, and insulation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook instrument exhibited an activation error. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The permanent cautery hook instrument was transferred to the failure analysis engineer (fae) team. Initial findings were confirmed. The instrument was tested for continuity and failed. The instrument was disassembled and the conductor wire break was isolated to the distal end. Upon disassembly, the conductor wire was found to be broken inside the yaw pulley at the crimp. Thermal damage was observed on the distal yaw pulley, near the crimp location.